Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, they were not able to pass the cervical seal test after hysteroscopy. They could not proceed to ablation phase. When the sheath was pulled out, they noticed a crack at its tip and room temperature saline was leaking from it. It is unknown how the crack occured. The procedure was completed using another of the same device and the patient's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.